Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon previously performed a mako total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2015. It was discovered on post-op x-ray that the cup was no longer in the acetabulum due to malpositioning. On (B)(6) 2015, the patient underwent surgery for a revision and removed all the components.

Manufacturer narrative:
Reported event: an event regarding a malpositioned cup, involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a malpositioned cup. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Four communication attempts were made. Session files were not provided for evaluation

Event description:
A surgeon previously performed a mako total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2015. It was discovered on post-op x-ray that the cup was no longer in the acetabulum due to malpositioning. On (B)(6) 2015, the patient underwent surgery for a revision and removed all the components.